Manufacturer narrative:
(B)(6).

Event description:
During periodic maintenance the manufacturer¿s international service technician encountered an e/c 111a (+24v supply failure). There was no patient involvement.